Event description:
The main body was introduced via a right sided introduction. All components were placed successfully with the appropriate graft to graft overlap. No complications were encountered during the procedure. The main body graft delivery system was withdrawn and an 8 fr introducer sheath was exchanged out for the final angiogram. Final angiogram did not detect any visible signs of an endoleak. However, there was a posterior tear noted in the right common femoral artery. The procedure was concluded by repairing the tear in the artery with sutures, then closing the access vessel in the groin. Pt is fine. It is not known at what point during the procedure the damage occurred.